Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, swelling, inflammation, bilateral lumps, capsular contracture baker grade unknown and exchange from textured to smooth breast implants due to her concern with the product.

Event description:
Patient reported left side "pain, swelling, inflammation, bilateral lumps, capsular contracture baker grade unknown and exchange from textured to smooth breast implants due to her concern with the product." Patient also reported rupture. Device remains implanted.